Manufacturer narrative:
Section b5: multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Section g3: correction. Manufacturer's investigation conclusion: the evaluation of the submitted log files did not confirm low flow alarms. A specific cause for the report of ¿low¿ alarms, hemolysis, and acute liver function test elevation could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established. It was reported that the patient presented with ¿low¿ alarms and an acute elevation in liver function tests and ldh. The center was attempting to determine the unclear source of hemolysis. It was noted that the patient was being evaluated for possible pump thrombosis; however, no further information regarding testing or diagnostics for thrombus were provided. The submitted controller event log file captured motor power ranging between approximately 3.1 and 3.5 w, calculated flow ranging between 2.7 and 4.1 lpm, and calculated pi ranging between 3.0 and 8.3. The pump appeared to have functioned as intended above the low speed limit with no atypical alarms throughout the duration of the submitted data. Multiple requests for additional information regarding this event were issued to the customer; however, no further information has been provided to this date. The investigation file will be closed accordingly. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19mar2020. The heartmate 3 lvas IFU, rev. C, lists hemolysis and hepatic dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr values. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when the pump flow decreases below 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook, rev. B, section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document states that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient presented with low flow alarms and acute abnormal liver function tests (lfts) and lactate dehydrogenase (ldh) elevation. Log file analysis shows no unusual events recorded in the history. Additional information was requested but not provided.